Event description:
Customer states she received her replacement insulin pump and the screen went blank after inserting batteries. No blood glucose information given. After troubleshooting, customer was advised insulin pump will be replaced again. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not have a blank display. The device powered up, counted up to 7 then was stuck in full screen due to poor solder joint at lcd driver. The unit was received with cracked case at display window (on the bottom right side corner).